Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals. Technical services (ts) reviewed the signal artifact monitor (sam) episode and determined that the noise was non-physiologic. A decrease in r-wave amplitude was noted and high out of range shock impendence measurements were noted. The health care professional (hcp) confirmed that the patient had a surgical procedure at the time of the event. Ts recommended a chest x-ray to evaluate the right ventricular (rv) lead position. No adverse patient effects were reported. This ICD remains in service.